Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the videos system center provation shows a green screen/ no image where the live image should be located. Troubleshooting efforts were made, and the customer confirmed that she had connected from the cv-1500 12g sdi out to the sdi in on the provation computer. The customer went into the cv-1500 menu s while tac was creatig the case and went to settings > system settings > video ouput >12g sdi out > changed to hd 1080p > save & close. Customer confirmed this resolved her green screen/no image issue in provation. Customer confirmed unit and provation are both functioning properly again. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videos system center provation shows a green screen/ no image where the live image should be located. The issue occurred, during an install. The sales representative, assisted the customer in changing the setting in the video output to hd 1080p and it resolved the issue. There were no reports of patient harm.